Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest attributed to a significant cardiac disease history. It was explained the patient had multiple cardiac comorbidities prior to the patient¿s start on renal replacement therapy. The patient was found unresponsive by family at home early in the morning on (B)(6) 2023. It was affirmed the patient was connected to his liberty select cycler at the time of the cardiac arrest and his subsequent death. The medical examiner was called to the patient¿s home as he was pronounced deceased with no lifesaving measures performed or hospital transport. It was confirmed the patient¿s cardiac arrest leading to this death was unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest attributed to a significant cardiac disease history. It was explained the patient had multiple cardiac comorbidities prior to the patient¿s start on renal replacement therapy. The patient was found unresponsive by family at home early in the morning on (B)(6) 2023. It was affirmed the patient was connected to his liberty select cycler at the time of the cardiac arrest and his subsequent death. The medical examiner was called to the patient¿s home as he was pronounced deceased with no lifesaving measures performed or hospital transport. It was confirmed the patient¿s cardiac arrest leading to this death was unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: b1.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest attributed to a significant cardiac disease history. It was explained the patient had multiple cardiac comorbidities prior to the patient¿s start on renal replacement therapy. The patient was found unresponsive by family at home early in the morning on (B)(6) 2023. It was affirmed the patient was connected to his liberty select cycler at the time of the cardiac arrest and his subsequent death. The medical examiner was called to the patient¿s home as he was pronounced deceased with no lifesaving measures performed or hospital transport. It was confirmed the patient¿s cardiac arrest leading to this death was unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2023 due to a cardiac arrest attributed to a significant cardiac disease history. It was explained the patient had multiple cardiac comorbidities prior to the patient¿s start on renal replacement therapy. The patient was found unresponsive by family at home early in the morning on (B)(6) 2023. It was affirmed the patient was connected to his liberty select cycler at the time of the cardiac arrest and his subsequent death. The medical examiner was called to the patient¿s home as he was pronounced deceased with no lifesaving measures performed or hospital transport. It was confirmed the patient¿s cardiac arrest leading to this death was unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s death can be attributed to a cardiac arrest due to a significant history of cardiac disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.